Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the patient was experiencing back pain and had the original pain he had before the pump was implanted. It was reported that the pump was still implanted. The caller requested a physician listing. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the hospital had disposed of the device and it would not be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving morphine at a n unknown dose and concentration 5000 mcg/ml fentanyl at 2200 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump stalled on (B)(6) 2018 and lasted for several hours. The patient's pump had recovered at 4:47 pm on (B)(6) 2018 and the pump had stalled again at 5:55 am on (B)(6) 2018. The pump was programmed to minimum rate and the doctor put him on oral medication.. No symptoms were reported. Surgical intervention was planned, but wasn't scheduled. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that when the pump was interrogated and confirmed to have shut down he was given a prescription for fentanyl patches. The caller stated that he was going through withdrawal and was hurting. It was noted that there was 48 months left on the pump's battery. The caller was redirected to follow up with their healthcare provider (hcp). No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the device was being explanted today and would be returned for analysis. No further complications have been reported.